Event description:
Prior to a rotational atherectomy procedure, the wire fractured during withdrawal from the packaging hoop. Resistance was encountered during withdrawal of the wire from the packaging hoop. While attempting to forcibly withdraw the wire from the hoop, the wire fractured. No pt injuries or complications were reported.